Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 04-may-2018 with the following findings: a review of the pump¿s black box and alarm history showed evidence of one unexplained pump reboot event.  During investigation, the battery compartment was found to be cracked on the side from the threads to the pump cover. The battery cap was not returned with the pump.  A test battery cap was used and able to properly secure to the pump for testing. During investigation, the pump was powered on and the display was found to be clear, legible, and functioning properly. The pump successfully completed the 24 hour duration test without any power or reset issues. The pump cover was removed and there was no evidence of moisture or damage to the internal components. The original complaint of an intermittent power issue was unable to be duplicated.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (intermittent power) issue; blank display screen with start up sounds coming from the pump. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.